Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-200 / lots 137748 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-200 / lots 137748,137748b, 137748c, 137748d, 137748e, and 137748f. Test base part number 95-430h / lot 134494. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145140 showed that the complaint rate is (B)(4).. In conclusion, aabbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or potential issues related to home test user performance or result interpretation. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive with the binax now covid-19 home test performed on (B)(6) 2021. Per the customer "he took a test online and his result was positive however before he started the test, he already saw two pink lines and after 15 minutes, the results window did not change so he feels that the test kit he used is invalid". No additional patient information, including treatment and outcome, was provided. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.